Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The incident occurred during a flight while at approximately 2000 feet. The team did not check for loose connections in the helium tubing, nor did they use the iab fill key or start key to resume pumping. They shut down the iabp and restarted it. It was reported there were no issues on restart. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. The stm tested the iabp and error codes. The stm found error code 37, iab disconnect. The safety disk was reseated and the stm tested the iabp. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The incident occurred during a flight while at approximately 2000 feet. The team did not check for loose connections in the helium tubing, nor did they use the iab fill key or start key to resume pumping. They shut down the iabp and restarted it. It was reported there were no issues on restart. No patient harm, serious injury or adverse event was reported.